Event description:
A low glucose reading issue was reported with the use of the abbott diabetes care (adc) device. The customer received a reading of 53 mg/dl and 51 mg/dl on the adc device compared to a 'hi' (reading > 600 mg/dl) reading obtained on a competitor brand meter. When plotted on a parkes error grid, fall into the d zone, showing the difference in values to be clinically significant. The length of sensor wear was 10 days. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer experienced a headache, dizziness, and self-treated with 10 units of novorapid insulin. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.